Event description:
It was reported the device would not turn on. It was also reported two different new battery batches were used and the device would not power on. The device was returned for repair. There was no patient involvement.

Event description:
It was reported that during testing, the epg (external pulse generator) would not turn on. A different battery was used, with the same result. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the upper and lower cases were broken, the encoder flex was out of specification, the display lens was cracked, the ring cover and two side bail covers were broken, the ring bail was bent, the battery drawer was contaminated, and the battery contacts were compressed. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.